Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (70% stenosis, moderate calcification). Inherent risk of procedure - stent deformation. Deformation problem. Conclusion results: known inherent risk of a procedure; device failure related to patient condition. (B)(4).

Event description:
The physician was attempting to treat a lesion with 70% stenosis moderate calcification and vessel tortuosity located in the rca prox. Pre-dilatation was carried out using a nc 3.0x 20mm balloon and the physician proceeded to use a 3.0mm diameter x 30mm resolute integrity (rx) drug eluting stent but the device failed to cross the lesion through the previously reported deployed stent. No patient injury occurred and no clinical sequelae were reported evaluation summary: the hypotube was slightly kinked immediately distal to the end of the strain relief. The tip was slightly flared. The stent was positioned correctly on the balloon between the inner shaft markers. Multiple struts from the 1st, 2nd and 3rd proximal stent segment were severely raised and deformed.